Event description:
It was reported that the patient never had therapeutic effect. They could never get her device ¿set right.¿ each time she met with a manufacturing representative they would try to set the stimulation and she would feel it slightly but then it would end up shocking her. This had been going on since she got the implantable neurostimulator (ins) implanted. She went in 4 different times to have her device set and never had success. This last time she had the device set with a manufacturing representative, she felt nothing but shocking. She felt shocking at the ins pocket site when the stimulation was on. If she turned stimulation off, the shocking went away. They did x-rays 2-3 months after she had the device and determined everything was in place. She was no longer able to recharge her ins. The patient was offered troubleshooting, but the patient declined. She did not have any other programs or groups to choose from either. The patient thought the manufacturer should be responsible for taking out the ins. The patient was advised to establish a healthcare provider (hcp) and go from there. It was later reported that the manufacturing representative did not have any record of the patient experiencing shocking and having an issue. The patient was constantly in need for education on how to program the de vice was all. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) regarding the patient. The caller reported that the patient cannot access MRI mode. They stated that the device never worked, and they have seen a manufacturing representative for adjustments, but the device ¿buzzed¿ and shut off for a few days. The caller mentioned that the device still didn't work, so the patient threw away their programmer. It was noted that the issues happened around implant. The caller noted that the patient wants an MRI because they believe the ins has been dislodged.